Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 74) error message and restarted unexpectedly. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to the resmed design facility in (B)(4) for an extensive engineering investigation. Review of the device logs confirmed the occurrence of system fault (sf174) in the astral device. The investigation determined that the system fault was due to a software timing issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. Resmed reference #: (B)(4).